Event description:
During an orthopedic spinal procedure the jackson pratt drain fractured and the pt had to be taken back to surgery for removal of the drain.

Manufacturer narrative:
Sample was received in a plastic ziplock bag. Visual examination showed that it is catalog number su130-1311, 10mm flat silicone drain and it was attached to a 100cc reservoir. The molded "lps" drain section shows a slant cut at approximately 2.25 inches from drain/tubing junction area. The remaining flat drain section was not received. Visual inspection revealed that the clear silicone tubing broke at the drain/tubing junction area. Microscopic examination revealed smooth edges at the two pieces of the tubing fracture sites and no distortion in the adjacent tubing, which indicates that the tubing was not stretched (elongated) to failure. The characteristics of the fractured area and the absence of any tubing distortion are similar, which are caused by nicks or puncture by a sharp instrument. Another observation of the molded "lps" flat drain section demonstrated a small puncture (not associated with fracture site) which indicates that the unit was punctured with a sharp object during implantation or removal.